Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.50x28mm promus element plus stent was selected to treat the lesion. After dilatation of the lesion with an nc quantum apex balloon catheter, the stent was advanced but was unable to cross the lesion. They removed the stent from the patient and noticed that the edge of the stent was lifted. The procedure was completed with a different device. There were no patient complications reported and the patients' status post procedure was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).